Event description:
The customer reported this atrial lead dislodged, has high thresholds (4v @ 1ms) and is receiving a lead revision in 2008. The device remains implanted for approx 2 months.

Manufacturer narrative:
The lead remains implanted, as a result the clinical observation cannot be confirm. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.